Manufacturer narrative:
The returned product was evaluated and the investigation found to have a soft cannula that was kink. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run. Adhesive properties prior to use could not be determined. No other defects or deficiencies were found during the investigation.

Manufacturer narrative:
The device was not returned for evaluation. Without evaluating the device, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels reached 22.2 mmol/l (400 mg/dl) while wearing the pod between 4 and 24 hours. The patient was reportedly experiencing adhesive issues. Upon pod removal, it was noted that the cannula was bent. As treatment for her elevated bg levels, the patient applied a new pod.